Event description:
It was reported that the device was failing the user test and had an error code in memory indicating a potentially critical failure. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.